Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during a lung volume reduction procedure. Reportedly, the instrument did not fire properly. No pt injury reported.